Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient experienced a hematoma related to the ventricular assist device (vad) implant procedure. The patient's chest was reopened to resolve the hematoma. The vad remains in use. No further patient complications have been reported as a result of this event.